Event description:
During follow up with the client on (B)(6) 2012 regarding an unrelated issue, the hp stated that she is currently in the hospital with a peritonitis infection. The hp stated that she had the catheter cleaned previously and it wasn't cleaned all the way which might have caused her infection. The hp stated once she gets a new catheter she will be able to resume peritoneal dialysis (pd) therapy. Since then, therapy has been going well. On (B)(6) 2012, the hp's rn stated that the client admitted that she does not cleanse the set during connecting or disconnecting from the transfer set which is what is causing the peritonitis. The facility has a protocol in place to clean the disposable with alcavis and a 4" x 4" gauze pad to ensure proper aseptic technique and the client is not doing that. No additional details are available at this time.

Manufacturer narrative:
(B)(4). The device involved in the incident is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.